Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros tropi es reagent on a vitros 5600 integrated system. The root cause for the event is unknown; however, an unexpected reagent or analyzer issue could not be ruled out as contributing to the event. In addition to these possible contributing factors, improper instrument maintenance could not be ruled out. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros tropi es reagent on a vitros 5600 integrated system. Patient result: 0.71 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported outside of the laboratory, and there was no allegation of patient harm. (B)(4).